Event description:
Customer reported that the insulin pump alarmed during prime and insulin was squirting out of the tubing. Customer is unable to exit the preparing to prime loop; he is stuck in the rewind complete process. Customer stated that insulin continues to drip after letting go of the act button and the motor did not slow down nor did numbers ramp up on the screen. Customer was disconnected during prime. The drive support cap is recessed. Blood glucose value was 151 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. The device had cracked case at display window corners, reservoir tube and battery tube threads. It also had minor scratched display window and missing end cap sticker.